Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged and would not pace. A lead revision was performed were this lead was explanted and a new epicardial lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The lead did not pass the guidewire insertion test likely due to the dried blood and body fluid found in the lead lumen.